Manufacturer narrative:
Correction - block e1 (initial reporter facility name): corrected from h003049 chongqing dazu people's hospital to chongqing dazu people's hospital. Correction - block g1 (MFR site facility name): corrected from boston scientific de costa rica s.r.l. To boston scientific corporation. Block h6 (device codes): the problem code 1069 captures the reportable event of cutting wire broken. Block h10: the returned autotome rx 44 was analyzed, and a visual evaluation noted that the cutting wire was detached, bent and blackened. Additionally, it is important to mention that the cut observed in the cutting wire was not smooth. A functional evaluation could not be performed due to the condition of the device. No other issues with the device were noted. The reported event of cutting wire broke was confirmed. Since the returned device was blackened, showing evidence of energization, the failure found could had been generated it if the device was in contact with the scope when electrical current was applied. Based on all gathered information, the most probable root cause of this complaint is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that an autotome rx 44 was used in the duodenum during an endoscopic retrograde cholangiopancreatography (ercp) and endoscopic mucosal resection (emr) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, when the device was advanced through the duodenoscope, it was found entrapped. Then, when the physician used the device for cannulation, the cutting wire broke. Reportedly, no part of the device was detached inside the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an autotome rx 44 was used in the duodenum during an endoscopic retrograde cholangiopancreatography (ercp) and endoscopic mucosal resection (emr) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, when the device was advanced through the duodenoscope, it was found entrapped. Then, when the physician used the device for cannulation, the cutting wire broke. Reportedly, no part of the device was detached inside the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.